Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while attempting to load multiple cartridges. The customer's blood glucose (bg) level was 200 mg/dl. The customer did not have a backup therapy method to use. Tandem technical support advised the customer to call a healthcare provider to obtain a backup method while waiting for the replacement pump. The customer declined any further follow up.